Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. The target area was located in an in-stent restenosed vessel. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated three times at 10atm accordingly. However, at third inflation, it was noted that the balloon ruptured. Also, it was noted that the blood back flowed to the shaft. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications were reported and patient's condition was good post procedure.